Event description:
(B)(6): customer reports via phone that during an undetermined urology procedure, the table movement failed. Staff moved the pt to another room where the procedure was completed without further incident. Customer did not provided any procedural or patient info other than to state the procedure was completed and patient is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) troubleshot the ¿no table movement¿ complaint and found that the tower interface board was not allowing table movement and the y axis transducer amplifier board was corroded causing the intermittent movement errors. Fse replaced both the tower interface board and the transducer pcb assembly and the table movements returned to normal. Fse verified proper operation per (B)(4) and returned the unit to the customer for full service.